Event description:
Lasik-caused severe dry eye, night vision problems-halos, starbursts, ghosting. Interlase corp, visc star s4 excimer laser system, custom vue. Lasik done on (B) (6) 2009. Several follow ups after procedure dates are in my medical records. Lasik doctor could not help me and would not help me. Had to go to several other doctors for any type of help.